Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (>600 mg/dl) and 32 mg/dl. No death or serious injury reported. Strips in use at the time have been depleted and discarded. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Strips have been depleted and discarded.